Manufacturer narrative:
(B)(4).

Event description:
An alarm, confirmed by telemetry, occurred due to zero ml reservoir volume. Hcp reported that she was going to do a refill and had changed the programming to reflect the approx. Reservoir volume of 20 ml and then was unable to refill the pump, so she changed the reservoir volume back to 7.3 ml and updated the pump. At this time she received the empty reservoir alarm. It was believed that the pump was flipped as there was difficulty accessing center port. X-ray was to be done the next day. No therapy or medical problems were reported. A follow-up report will be sent if additional information becomes available.